Event description:
It was reported that prior to an unspecified treatment procedure, the physician noted upon visualization that the distal end of the kayak guidewire appeared too big. The physician exchanged this kayak guidewire for another kayak from a different lot to perform the procedure. The procedure was completed successfully, and no patient injuries or complications were reported. Same case as manufacturer report number 6000130-2005-00014.